Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) receiving intrathecal baclofen (concentration 2000mcg/ml; dose 1300mcg/day) via an implantable infusion pump. The event date was reported as (B)(6) 2016. The patient presented to the hospital with underdose symptoms of extreme spasticity(also reported as increased spasticity) despite the very high daily dose of baclofen (1300mcg/day). When the doctor interrogated the pump, he saw "motor stall occurred - stopped pump period may exceed tube set". The doctor no longer trusted the pump so surgical intervention occurred, the pump was replaced. The replacement procedure took place on (B)(6) 2016 and during the surgery they saw that the catheter was around the pump so the neurosurgeon also replaced part of the pump segment catheter. The explanted pump was to be returned to the manufacturer and the explanted partial catheter was lost. At the time of this report the issue was resolved. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative. The patient said nothing of an alarm. The nurse suspects that she has heard nothing but she had not specifically asked the patient. The nurse heard also no alarm but it was very busy on the moment that the patient was there.

Manufacturer narrative:
Although a motor stall on (B)(6) 2016 at 05:41 and motor stall recovery on (B)(6) 2016 at 07:51 were observed in the pump logs, the pump passed all non-destructive testing. No issues were observed during the destructive analysis. The device met specification through analysis. (B)(4).

Event description:
On (B)(6) 2016 the representative further reported that the patient was not exposed to an MRI or emi on the date of the stall and there was no suspected cause regarding the observed motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.